Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the waterproof function could not be maintained due to the corrosion of switch 1, there was no tightness due to a damaged switch box, the right/left (r/l) angle knob was scratched, the up/down (u/d) angle knob was discolored, the nozzle was found clogged with white impurities, the insertion section was dented, the coating of the insertion section was damaged, a large resistance occurred when the connector was plugged in and unplugged to the light source and the protector was damaged. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during inspection before use, the nozzle of evis lucera gastrointestinal videoscope had clogged, and it was difficult to connect to a light source. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material in the air / water nozzle was due to inappropriate reprocessing by the user. The user did not inspect the air/water function before the procedure and the user did not use injunction tube at manual cleaning. A definitive root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual - preparation and inspection: inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the event can be prevented by following the instructions for use which state: ¿reprocessing manual - cleaning, disinfection, and sterilization procedures: flushing detergent solution into the air/water channel.¿ olympus will continue to monitor field performance for this device.